Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker replacement procedure, this right atrial (ra) lead was noted to have exposed conductor coils. As the patient was in chronic atrial fibrillation (af), the ra lead was surgically abandoned and not replaced. No adverse patient effects were reported.